Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 806:10. The event occurred during programming/set-up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 806:10 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.